Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that while using a angio-seal device upon deployment, the physician reported that the anchor seem to have a problem and it was difficult to pull back the secondary component of the device to deploy the footplate. The procedure was a atherectomy, after the procedure was completed, the physician wanted to close the right femoral artery. Which was accessed with a 6 fr pinnacle sheath. After deployment the patient continued to bleed so the tech had to hold manual pressure. The patient was stable and fine. The procedure outcome was successful procedure just not the closure.